Event description:
During review of programming history, it was identified that the pt's generator was inadvertently set at 0ma due to an interrupted system diagnostic test. No final interrogation was performed. At the next office visit, the pt's generator was reprogrammed to intended settings.

Manufacturer narrative:
Analysis of programming history.